Event description:
The hcp reported that while pt was undergoing a pump replacement, it was discovered that there was not good csf return. The catheter was replaced. Reference MFR. Report # 6000030200701694.

Manufacturer narrative:
.